Event description:
It was reported that the patient was charging the device more than expected and that she had trouble charging up to 100%. The patient stated that she charged the ins and it depleted within a week although the ins had not been used. She added that it was generally difficult and uncomfortable to charge. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient charged up her device completely a few months ago, did not use it, and when she went to turn it on, it was completely dead. It was reviewed for the patient to keep up on charging sessions even when stimulation is not in use.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).